Event description:
The customer reported to olympus, the visera elite video system center displayed a b30 error during ¿arrival check.¿ there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From data provided in the evaluation of the device, this phenomenon was not duplicated. Olympus will continue to monitor field performance for this device.